Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The integrated electro surgical unit (iesu) was analyzed, and failure analysis investigations replicated and confirmed the customer-reported complaint. The reported problem was confirmed using the system logs dated (B)(6) 2025. Upon visual inspection, the unit¿s top cover was found to have chipped paint; otherwise, the unit was in good condition. During testing with the system, an error c-34 was displayed upon powering on the unit, indicating that the high frequency (hf) voltage was too low in the on state. The erbe was then sent to the OEM for further investigation. The complaint was confirmed based on the failure analysis. The probable cause of customer reported issues is attributed to a faulty electrical component inside the erbe generator. This error indicates a lower voltage than expected during energy activation.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi has received the iesu and the fa is still in progress. The complaint was confirmed based on the field evaluation.

Event description:
It was reported that during a da vinci-assisted radical extraperitoneal without lymphadenectomy prostatectomy surgical procedure, the generator had that c-34 and c-30 occurred with vio dv and advised her to restart the vio dv and connect the power cable to other power supply. The error did not occur when the surgeon stopped using the vio3 and explained to her the electrical interference from vio3 might be cause of this problem. It was recommended her not to use the vio3 if the surgeon could. The vio3 was usually used with vio dv and the error occurred. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: ports were placed prior to the issue being identified. The system functionality was checked upon powering on the system and the system initially power on without errors. The technical support was contacted for troubleshooting and full troubleshooting was completed. There was malfunction of the da vinci system, instruments, or accessories occur during the surgical procedure of unable to output due to error. To resolve the reported issue the system was rebooted. The procedure completed robotically with same system. There was no injury to the patient. No system migration observed. The procedure completed with same generator. Correction: h8. Was updated to initial use of device.

Event description:
Refer to h11 for follow-up information.